Event description:
After an implantation period of approx. 84 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
The event date was corrected. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular in the distal lead region the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing and the inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the cuts into the insulation 16 and 26 cm distal to the is-1 connector pin, a fracture of the conductor cable leading to the ring electrode as well as a deformed rv shock coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.